Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no indication or report that a malfunction of a davinci system, instrument, or accessory occurred. The patient's anesthesiologist and surgeon reported the cause of the cardiac arrest and subsequent death were likely related to patient underlying co-morbidities. A review of the site's system logs for the reported procedure date found that there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An advanced system log review found no related system issues during the procedure. Additionally, there were no reported complaints received or errors noted for the 4 procedures performed subsequent to this event at the time of review. A device history review confirmed there were no related non-conformances with the instruments used during the procedure. Review of the event performed by an intuitive surgical medical safety officer (mso) concluded that this patient had a known history of coronary artery disease and a history of smoking. There were no malfunctions or issues with any intuitive surgical products during the procedure. However, the patient had a cardiac arrest following the operation and expired. Based on the information in the summary of events, no intuitive surgical products contributed to this adverse event.

Event description:
It was reported that the patient underwent a da vinci-assisted hernia repair procedure that was completed robotically with no device or patient issues. The procedure, including port cannula removal and port incision closure was completed as planned and the da vinci system was then undocked. While the anesthesia was weaned off and the anesthesiologist was attempting to wake the patient up, the patient suffered a cardiopulmonary arrest. The medical team was able to revive and transfer the patient to the intensive care unit; however, the patient subsequently expired the same day. The patient had cardiology and anesthesia clearance prior to the procedure. The anesthesiologist reported that the patient suffered a heart attack after the procedure. The surgeon reported that no device issues occurred with the da vinci system and that the cardiac arrest event would have likely occurred via another modality. The surgeon attributed the cardiac arrest to the patient¿s comorbid conditions of coronary artery disease and smoking as causal or contributory to the cardiopulmonary arrest and subsequent death.